Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip, missing the reservoir tube o-ring, cracked reservoir tube window, cracked battery tube threads, cracked case at the display window corner and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged at the reservoir compartment. Customer stated that the reservoir does not stay in the compartment anymore. Customer's blood glucose was 12 mmol/l. Customer is using tape to keep the reservoir in place. The pump did not fall or drop. The pump will be returned and replaced.